Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device did not open after firing. Another device was used to finish the procedure. No pt injury was reported.